Event description:
The core impaction drill was sent for eval due to overheating during a wisdom tooth extraction procedure. No adverse event was reported. The procedure was completed with the same device without any procedure delay.